Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien valve, implanted in the aortic position for 7 years and 8 months, will undergo reintervention due to unknown reasons.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien valve, implanted in the aortic position for 7 years and 8 months, underwent a valve in valve procedure due to degeneration. The patient was presented with shortness of breath/dyspnea and chronic diastolic heart failure. The valve in valve procedure was successful with a 23mm s3 ultra being implanted without any complications. Per medical record review of tte approximately 7 years post tavr, the patient had lvef ~55-60%, grade 1 diastolic dysfunction, avpg 66.8 mmhg, avmg 33.9 mmhg, calculated ava 0.90 cm2 by continuity equation consistent with severe aortic stenosis. Moderate aortic valve regurgitation. Compared with previous tte study from 7 months post tavr, there is now severe bioprosthetic aortic valve stenosis and regurgitation.

Manufacturer narrative:
The device was not returne d for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Transesophageal e chocardiogram (tee) report was returned for review. The following was observed: moderate bioprosthetic aortic valve regurgitation with an eccentric jet and left ventricular ejection fraction is 55-60% the complaint valve degeneration was confirmed by tee report. No manufacturing non-conformance was identified during evaluation. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed (tavr with severe stenosis, lvef 55-60%). Based on the limited information provided, the root cause for the valve degeneration approximately 7 years 8 months post valve implant could not be determined, but may be related to the patient's co-morbidities (ckd and cad) and/or progression of the pre-existing valvular disease process. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.